Manufacturer narrative:
(B)(4). In this case, it may be possible that the air embolism was injected from an associated device during the test to check the placement of the rx acculink stent. This may be related to a manifold system or associated connections. Because the copilot bleedback device is under positive pressure when used, it is likely that any anomaly with the copilot seals would cause blood to leak from the system, not allow air to enter it. Air embolism may be caused by, improper preparation of the device(s), loose connections or associated devices connected. To ensure this is not manufacturing related, all copilot bleed back control valves are subject to a visual inspection, and a cap compression test is performed to verify inner diameter specification. Additionally, a quality control audit inspection is used to verify the product quality, including performing a leak test on a sample of units from each lot. The copilot instruction for use states: do not inject any fluid if air bubbles are visible within the copilot bleedback control valve. In this case, without having the copilot to examine, a conclusive cause for the reported air embolism and subsequent patient effects could not be determined. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Emboshield nav6 embolic protection device. Rx acculink stent. Heparin. Rx acculink stent has been filed under a separate medwatch manufacturing number. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that after the rx acculink stent was deployed in the mildly calcified left internal carotid artery (ica), the copilot bleedback control valve was being used when the stent placement and patency of the artery were being evaluated and an air bubble was accidently injected. The patient experienced a transient neurologic compromise described as mild aphasia and right-sided weakness. The patient was assessed throughout the episode neurologically and with cardiac assessments. The event lasted approximately three to four minutes and quickly resolved. There was no treatment provided. During predilatation and post dilatation, the patient experienced bradycardia and brief asystole which was treated with medication. The symptoms were resolved the same day. Post procedure, the patient experienced hypotension and the antihypertensive medication was withheld. The hypotension resolved two days post procedure and the patient was discharged home. Though requested, no additional information was provided.